Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. After the occlusion alarm, the customer changed their infusion set tubing and site and another occlusion alarm declared during bolus delivery. System check was performed and the infusion set tubing and cartridge were found to be operating as expected. The customer declined to remove the infusion set site and declined further troubleshooting. Reportedly, the pump is worn against the customer's skin. Tandem technical support advised the customer to keep the pump away from the skin while the bolus was delivering. The customer¿s blood glucose (bg) level was 315 mg/dl. During the call, the customer successfully delivered a bolus to address the bg level while keeping the pump away from their body.